Manufacturer narrative:
On may 26, 2020 mentor became aware that it erroneously filled in the incorrect value in d2 (common device name) with the initial report submitted on may 20, 2020. The correct value has been placed in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with unknown mentor saline prostheses experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade iii. The right sided capsular contracture was baker grade IV. The capsular contractures were accompanied by bilateral breast pain. As a result, and explant is planned for (B)(6) 2020. See 1645337-2020-06401 for contralateral prosthesis report.